Event description:
Patient was implanted approximately (B)(6) 2012, with an lcp low bend medial distal plate. On an unknown date it was discovered patient had a nonunion. Patient returned to operating room on (B)(6) 2012, hardware was removed, patient revised to a rod. It was noted patient was non-compliant and ambulatory.

Manufacturer narrative:
Implanted approximately (B)(6) 2012. DHR review found nothing that would cause or contribute to the reported incident. All parts from subject product lot released to warehouse met applicable dimensional and visual requirements throughout manufacturing. No sample returned for physical evaluation. The investigation could not be completed, no conclusion could be drawn, as no product was received.